Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ultramini meter was displaying a battery indicator. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2016 at 03:00pm. The patient manages his diabetes with fixed insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The reporter claimed that an unspecified time prior to the issue occurring, the patient had developed a symptom of "high blood pressure" and that from (B)(6) he obtained blood glucose results of "over 300mg/dl" on a lab device, and on (B)(6) 2016 at an unknown time he was treated with 30 units of lantus insulin in an emergency room. During troubleshooting the cca noted that the batteries did not require replacing and there was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged issue occurred.